Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-04574, 1627487-2022-04575, 1627487-2022-04576. During an elective procedure for the ipg on (B)(6) 2022, the physician discovered that both right and left s1 leads were stripped from the header of the ipg due to unknown reason. In turn, the physician was trying to separate the s1 leads from the l5 leads while in the pocket, and pulled all 4 out (one s1 (left), one s1 (right), one l5 (left) and one l5 (right). As a result, all 4 leads were replaced to address the issue.